Event description:
It was reported an issue with novosyn suture. The client reported that on (B)(6) 2026, the patient underwent a total laparoscopic hysterectomy due to recurrent pap iiid1. During this procedure, the mentioned suture was used for vaginal closure. The patient then underwent a laparoscopic revision on (B)(6) 2026 due to high inflammatory markers and suspected massive inflammation in the area of the vaginal sutures. The patient had to be readmitted due to elevated inflammatory markers and unclear symptoms; a reoperation was performed. According to the information received, the finding was confirmed. Since they switched internally from another manufacturer to braun products in april/may, and hospital has not changed their existing, almost complication-free, protocol for years, surgeon has come to the conclusion, especially since they had four other patients with similar symptoms after the same operation, that there could be a connection with the new suture. Patient harm: yes, infected suture with insufficiency leading to revision surgery. Type of surgery: total laparoscopic hysterectomy with bilateral salpingectomy on (B)(6) 2026. Revision surgery on (B)(6) 2026: reconstruction of vaginal stump after dehiscence and severe inflammatory changes with mesh partial resection following antibiotic therapy. Tissue sutures/medical devices: vagina (closure) with product code c0068092n1 (novosyn usp 1 70 cm hr26s) it is suspected an infection of suture material with non-antibacterial coated thread. Continuous suture technique employed with intracorporeal knot. One knot made at beginning and end. It occurred 4-5 days after surgery. Patient was readmitted on (B)(6) 2026 and revision was done on (B)(6) 2026.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one closed sample for analysis. To evaluate the conformity of this unit, we performed the following tests: tightness test to the closed sample received has been performed and the unit is tight. Knot pull tensile strength result conducted on the closed sample received is 6.81 kgf and fulfils the european pharmacopoeia (ep) requirements (ep requirements: 5.18 kgf in average and 2.59 kgf in minimum). Degradation test result conducted on the closed sample received fulfils b. Braun surgical (bbs) requirement. In the degradation test, threads are introduced in a nacl 0,9% solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The result for the sample received is 4.80 kgf and fulfils b. Braun surgical (bbs) requirement: 2.69 kgf in minimum. These values are in the usual range for this thread and size. As stated in the instructions for use of the product: suture materials are used primarily for adaptation of the wound edges to render possible an undisturbed wound healing. During the use of novosyn® sutures a mild inflammatory reaction may occur, which is typical for an endogenous reaction to a foreign body. As time passes the suture material is encapsulated by fibrous connective tissue. Side effects an existing infection may be negatively influenced by any absorbable suture. The degradation of the suture may also be slightly accelerated depending on the patient and the severity of infection. The following side effects may be associated with the use of this product: pain, granuloma, seroma, hematoma, rejection, enhanced bacterial infectivity, wound dehiscence, anastomotic leak and haemorrhage. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b.braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed sample received complies usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed sample received. After investigation, we do not see any manufacturing fault or material defect that could have caused the incident. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.